Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, when attempting to load a new reload into the device, they discovered a piece of metal in the jaw that had broken off of the previous reload. The piece was removed and the reload worked fine. There were no patient consequences.